Event description:
The customer obtained discordant falsely depressed enzymatic creatinine_2 (ecre_2) results for three patients on an atellica ch 930 analyzer with serial number (B)(4). The results were reported to the physician(s). The same samples were used to perform repeat testing on an alternate atellica ch 930 analyzer. The repeat results were higher and considered correct. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) was acceptable. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR on 27-may-2022. Additional information (15-jun-2022): siemens reviewed the information provided and did not identify an issue with reagent delivery or foaming. Quality control (qc) was in range, and no issue was noted with other patient samples. Siemens provided the customer with instructions for handling reagents, performing maintenance procedures, and troubleshooting recommendations if the issue recurs. The potential cause of falsely depressed enzymatic creatinine_2 (ecre_2) results is unknown, and siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The atellica ch 930 analyzer is operational and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.